Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer disconnected from the pump, but stated she previously performed troubleshooting and pump was delivering as expected. Cartridge and infusion set are typically changed every 3 days, and cold insulin is used to load the cartridge.

Manufacturer narrative:
No product was returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge:". T-slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.